Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, into a previously implanted 27mm non medtronic surgical valve, severe central aortic insufficiency was noted. An echocardiogram indicated that coaptation of one of the leaflets was impaired. A post balloon aortic valvuloplasty (bav) was performed without improvement. Subsequently, a second valve was implanted successfully. No additional device related adverse patient effects were reported.

Manufacturer narrative:
After the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated complete heart block (chb). Subsequently, a permanent pacemaker was implanted after the valve-in-valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.